Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range pacing impedance measurements on this non-boston scientific right atrial (ra) lead, which triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. At this time, the product remains in service, and no additional adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).